Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. The system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that the site failed placement of the catheter under em guidance. There was less than an hour delay in the procedure.

Manufacturer narrative:
The software investigation determine that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.